Event description:
Patient reported "right after" injection with unspecified juvederm voluma in the tear troughs they developed "extreme bruising" at the injection sites that "sometime later" resolved. Once the bruising resolved, the patient noted a "bluish tint" underneath the eyes. The patient was provided with "several treatments" by the healthcare professional to resolve the "bluish tint" which is still ongoing.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "bruising" and "bluish tint" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.